Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Date of event: date of event was approximated to be 01aug2018 as no event date was reported. The complainant was unable to report the lot number; therefore, the manufacturer date and expiration date are unknown. Device codes: problem code 2907 captures the reportable event of internal bolster detached. Visual examination of the returned device revealed that there was heavy residues indicating use and handling. The internal bolster was found to be detached/separated from the device and the bolster was not returned for analysis. The remnants of the bolster remain on the end of the tubing. The distal end of the tubing presented no tearing. It appears that the internal bolster was securely molded to the tubing during manufacturing. The tubing did not present evidence of material degradation during implantation. The complaint was consistent with the reported incident that the internal bolster detached/separated. The bolster failure appeared to have occurred while undergoing shear force to the unit during its manipulation (insertion/withdrawal). Bolster detachment most likely occurred because excess force was applied to the device causing the bond between the tubing and bolster fail. Based on all gathered information, the complaint investigation conclusion code selected is cause traced to component failure since the failure was an expected or random component failure without any design or manufacturing issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a feeding tube replacement procedure. The procedure date was performed in (B)(6) 2018. According to the complainant, post procedure, approximately 1 month after placement, the bolster detached inside the patient's stomach. The detached bolster was not removed from the patient as reportedly it passed naturally. The procedure was completed with a new endovive securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event. The condition patient's was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Date of event was approximated to be (B)(6) 2018 as no event date was reported. The complainant was unable to report the lot number; therefore, the manufacturer date and expiration date are unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a feeding tube replacement procedure. The procedure date was performed in (B)(6) 2018. According to the complainant, post procedure, approximately 1 month after placement, the bolster detached inside the patient's stomach. The detached bolster was not removed from the patient as reportedly it passed naturally. The procedure was completed with a new endovive securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event. The condition patient's was reported to be stable.